Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the regional repair center indicates that a noise image was found. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct g3 - date received by manufacturer. Updated fields: h2, h11. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 5/19/2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.